Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, the patient reported bent cannulas for 5 sets. The infusion set has been in use for 6-12 hours. Customer's bg at time issue was noticed between 300-338mg/dl. Customer replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Device 4 of 5.